Event description:
Customer reported via phone call to have been hospitalized on (B)(6), 2015 with blood glucose of 575 mg/dl. Customer was hospitalized due to high blood glucose. Customer experience symptoms of nausea, vomiting, and dizziness. Customer was wearing insulin pump at the time of hospitalization. Customer reported that the cause of high blood glucose was due to lack of battery longevity and insulin pump shutting off. During troubleshooting, it was found that battery compartment was damaged. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.